Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. A break was observed in the polyimide tubing of the stylet approximately 4.5 cm proximal to its distal tip; however, the core wire of the stylet was observed to be intact. A microscopic observation revealed each of the break sites in the polyimide tubing of the stylet were rough with plastic deformation at the edges. Kinks were observed in the polyimide tubing between the majority of the magnets. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported " rn placed a PICC line at bedside. When she removed the guide-wire from the catheter she realized that the tip of the guide-wire had bent and almost completely broken off near the tip."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0798 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew0798) have been reported from the same facility.

Event description:
It was reported " rn placed a PICC line at bedside. When she removed the guide-wire from the catheter she realized that the tip of the guide-wire had bent and almost completely broken off near the tip."